Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker could not be recognized by a consult communicator. Boston scientific technical services (ts) discussed that this device did not last for 12 years. Thus, wondering if the device was either changed out or non-functional. As of this time, the device remains in service. No adverse patient effects reported.